Event description:
Same case as MFR report #: 2134265-2012-08264. It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the left anterior descending artery. After pre-dilation, two overlapping promus element plus stents [3.0x12mm distal, 3.0x38mm proximal] were advanced and deployed in the target lesion. Next a 3.25x12mm quantum balloon was advanced to post dilate the overlap, but was resistance was felt and compression occurred at the proximal edge of the 3.0x12mm promus element plus stent and also at the distal edge of the 3.0x38mm promus element plus stent creating a gap between the two stents. Treatment placed an additional overlapping unspecified 3.0x8.0mm stent between the two previously implanted stents. No further patient complications occurred and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).